Event description:
It was reported that a few days after implant, the patient had diaphragmatic stimulation. A micro-dislodgement of the left ventricular lead was found. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in the tip electrode.